Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 401 mg/dl at the time of the incident. The customer was given juice to treat. The customer experienced symptoms such as dizziness, fast heart beat, and falling. The customer was wearing the insulin pump during the incident. Troubleshooting was. Customer also had uti and broke her tooth when she fell. The customer also complained about sensor tape not sticking. The insulin pump will not be returned for analysis.